Event description:
It was reported that there was an alert on the latitude remote patient monitoring system for high pacing and shock impedance on this right ventricular (rv) lead. Episodes of short duration of noise oversensing have been seen on the rv and shock channel as well. The patient is not pacing dependent, and no asystole or inappropriate therapy were observed. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.